Manufacturer narrative:
Additional information: blocks b5 and h6: patient codes. Correction to block b5: provided the initial procedure name. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital, (B)(6) by dr. (B)(6). Block h6: patient code 2060 captures the reportable event of scar tissue. Impact codes f1905 and f1901 capture the reportable events of revision surgery and scarring excision. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during an anterior posterior repair + cystoscopy + sacrospinous fixation + suburethral sling + cystoscopy + hysteroscopy + insertion of mirena on (B)(6), 2012. As reported by the patient's attorney, the patient underwent a revision surgery on (B)(6) 2017 for sling excision, cystoscopy and mirena removal. Sling was divided and some scarring was excised. Boston scientific has been unable to obtain additional information regarding the event to date. Additional information received on april 13, 2022: on (B)(6), 2018, it was noted that the patient can feel her prolapse and it triggers her constipation.

Manufacturer narrative:
This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient on (B)(6) 2012. As reported by the patient's attorney, the patient underwent a revision surgery on (B)(6) 2017 for sling excision, cystoscopy and mirena removal. Sling was divided and some scarring was excised. Boston scientific has been unable to obtain additional information regarding the event to date.